Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient faced one infusion set cannula was bent. The site of location is abdomen. .the infusion set is long for 1 hours and patient also noticed insertion when cannula is given on first day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6004353 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 4 used sets and 4 used cannulas was provided for investigation and there is found within specifications, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned samples test passed. Functional test: underwater flow, according to wi version 1, the returned samples, two sets were found with pcc connector needle clogged (by insulin), two sets and 4 cannulas test passed. On the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6004353 was manufactured according to the wi 4902303 version 70 manufactured in the multivac 12, on 15/nov/2023, with a total of (B)(4) units. Welding lot: the 3l00460 was manufactured according to the wi version 70 manufactured in the machine u506, on 10/nov/2023, with a total of (B)(4) units. The 3l00461 was manufactured according to the wi version 70 manufactured in the machine u505, on 10/nov/2023, with a total of (B)(4) units. The 3l00482 was manufactured according to the wi version 70 manufactured in the machine u506, on 11/nov/2023, with a total of (B)(4) units. The 3l00483 was manufactured according to the wi version 70 manufactured in the machine u505, on 15/nov/2023, with a total of (B)(4) units. The 3k04958 was manufactured according to the wi version 70 manufactured in the machine u505, on 28/oct/2023, with a total of (B)(4) units. The 3k04993 was manufactured according to the wi version 70 manufactured in the machine u505, on 15/nov/2023, with a total of (B)(4) units. Review of the dhrs showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on mar, 04th, 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006145 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples, two sets is found with pcc connector needle clogged (by insulin) this issue is not related to complaint, no defect on tests, no non-conformance (nc) raised during production, no one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.